Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the assignable cause was likely that the charge-coupled device (ccd) unit was broken while the user was handling the device which led to displayed error message. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during the reprocessing of their evis lucera elite colonovideoscope device which was intended for use in a diagnostic enteroscopy, it was discovered that the insertion tube of the device was leaking. A different device was used for the planned procedure. Upon inspection and testing of the returned unit, it was discovered that due to damage on the charge-coupled device unit, an e315 (scope error - unsupported scope) occurred. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that due to damage on the charge-coupled device unit, an e315 (scope error - unsupported scope) occurred. The customer's originally reported issue of leaking insertion tube was not confirmed. The following additional findings were also noted: wear of the angle wire causing bending angle in the up direction to not meet the standard value, and heavy angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.